Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Analysis performed indicated normal device functionality. The device was able to successfully communicate with several different programmers. Additionally, a longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Following the implant procedure, the bluetooth communication with the device was lost. The physician attempted to reestablish the connection with a magnet, however, it was not successful. Abbott technical support assisted in establishing bluetooth communication with the device again, but the connection was lost and the patient was sent home. Upon returning to the clinic, the device was unable to be interrogated and it was explanted and replaced to resolve the event. The patient was in stable condition.